Manufacturer narrative:
Manufacturer's investigation conclusions: review of the log files provided by the account confirmed low flow alarms. Although a specific cause for these events could not be conclusively determined through this evaluation, the account reported that the alarms were due to post-op bleeding and hypovolemia. Furthermore, a direct correlation between heartmate 3 lvas, serial number (B)(6) and the reported events could not be conclusively established. The controller event log file contained approximately 3 hours of data from (B)(6) 2019. Low flow fault flags were captured throughout the file due to the estimated flow being frequently below the threshold of 2.5 lpm. These faults resulted in 16 low flow hazard alarms, with the longest alarm lasting approximately 54 minutes and 33 seconds. Despite these alarms, no other atypical events were captured and the pump appeared to function as intended, operating at or above the low speed limit for the duration of the file. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The IFU also lists hypovolemia as a potential risk and late postimplant complication associated with the use of the heartmate 3 lvas. No further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient has been discharged home and is doing fine. The bleeding was due to post operative day 1 some minor bleeding. No further information was provided.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced low flow events. It was later reported that the low flow events occurred on the day of implant and were though to be related to bleeding and hypovolemia. No further information was provided.